Event description:
It was reported that the right ventricular (rv) lead exhibited noise, 8 ,622 short interval counts (sic) and no capture. Review of performance data also indicated t-wave oversensing (twos) had occurred. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 7288 implantable cardioverter defibrillator, implanted: (B)(6) 2006; product ID 559453 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).